Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00444. Concomitant medical product(s): cat #: 110031001/longevity dm bearing 28x46mm/lot #: 65311911; cat #: 163661/28mm dia cocr mod hd 3mm, nk/lot #: j7314768; cat #: 51-105180/tprlc xr t1 pps 18x156mm/lot #: 3840546; cat #: 110010247/g7 osseoti 4 hole shell 58mm, g/ lot #: 65273618. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately two months¿ post implantation due to a dislocation. The liner, bearing and neck components were removed and replaced. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 visual examination of the returned product identified the liner had scratches on the inner radius. The bearing had indentations and scratches on the outer diameter and lip of the device. There is a gouge to the lip of the head. The head is installed in the bearing. The complaint is confirmed based on the returned product and medical record evaluation. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implant is appropriate. Disengaged acetabular cup liner is present on both images. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.